Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. Upon testing the established final arm angle (efaa) it was identified that the clip opened during the second test. The clip was inverted and successfully removed from the patient. A replacement mitraclip was selected and implanted successfully. The final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement associated with clip opened while establishing final arm angle (efaa). There is no indication of a product issue with respect to manufacture, design or labeling.